Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.

Event description:
Received a letter from an attorney forwarded by a provider alleging an injury sustained while using product. Customer sustained a hip injury.